Event description:
Additional information was received that the rv lead was surgically abandoned due to a suspected insulation issue. The lead was not tested with a pacing system analyzer (psa) during the revision procedure. The device remains in service with a new rv lead. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited decreasing pacing impedance measurements with noise. Approximately two months later the remote home monitoring system issued an alert for a low out of range impedance measurement. The patient was brought into the office for evaluation and no further issues were noted. During the interrogation eight episodes of pacemaker mediated tachycardia (pmt) and one episode of left ventricular (lv) lead oversensing were seen in the arrythmia logbook. The physician has opted to continue to monitor the patient. No adverse patient effects were reported. Additional information was received that the remote home monitoring system issued another alert for intermittent low out of range pacing impedance measurements. The field representative is attempting to obtain additional information from the clinic.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that the patient was brought into the physician's office for evaluation after the last remote home monitoring alert for low out of range impedances. At that time the following physician referred the patient to a different cardiologist for a possible lead extraction. The cardiologist opted to electively program tachycardia therapy off and place the patient in a lifevest until the replacement procedure could be scheduled. No additional information is available and the product currently remains in service.